Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer initially filled the cartridge with 300 units, then added an additional 100 units. There was no impact to the customer's blood glucose level at the time of event for the alarm. Additionally, it was reported that the pump fill estimate was inaccurate. The customer reported a blood glucose level of 400 mg/dl and it was addressed with a bolus via the pump. The customer successfully loaded a new cartridge.